Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient via friend/family member who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial was initiated. It was reported that they request assistance with adjusting therapy settings. Caller reported that at first the patient's symptoms seemed to be improving, but, as of yesterday, the patient's urine flow seemed to slow. Caller stated that last night at 4: 30am the patient woke up and everything was soaked in the bed. Caller stated that at 5:45 am the patient urinated, but it was also a short flow. At 7:00 am, patient had a "false alarm." Agent walked caller through how to connect to the implant and increase the stimulation to a comfortable level. Caller stated patient had an appointment with managing healthcare provider (hcp), this afternoon and was scheduled to have the stage ii implant procedure tomorrow.